Event description:
It was reported that a pump declared cartridge alarm 6. The customer's blood glucose level was 325 mg/dl due to the issue. The customer addressed the high blood glucose with a correction injection via manual delivery and loaded a new cartridge following guidance from technical support, after which the alarm did not recur and the pump resumed normal operation.